Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) was confirmed. Upon receipt the belt failed incoming functional testing. Upon investigation, the distribution node (dn) to rear te cable was pulled from strain relief. The cause for the test failure was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report adjust belt or check belt messages. The patient was issued a replacement electrode belt.